Event description:
A physician reported that 2 days after a transurethral microwave therapy (tumt) procedure, his patient was hospitalized and went into acute renal failure. The physician successfully completed the procedure with a targis control unit and a targis microwave treatment catheter. The procedure was straightforward and uneventful and the patient tolerated the procedure well. The physician stated that he believes the tumt did not cause the renal failure as the patient was already progressing to that before receiving the therapy. The patient is currently managing well with catheterization and is scheduled to follow up with the physician in 6 weeks. No further patient injuries or complications were reported and the patient is improving.

Manufacturer narrative:
No disposable devices will be returned, therefore, no direct product analysis is available. The treatment file printout from the control unit was obtained and reviewed along with the catheter device history record. All manufacturing and quality assurance testing was carried out in accordance with standard procedures and the product met its specifications at the time of release. The treatment file revealed an uneventful, routine procedure. As no device was received for analysis and the treatment file demonstrates an uneventful treatment, it is not possible to determine the root cause of the event. However, it is the opinion of the treating physician that the tumt did not cause the patient to go into renal failure.